Event description:
Pt's rotoprone bed alarming "a control error has occurred." Nurses attempted to follow the instruction on clearing this error and either had difficulty following the instructions or the bed was not responding.